Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal left anterior descending (lad) artery with mild tortuosity and mild calcification. A 3.0 x 28 mm promus stent was direct-stented in the lad. The 2.5 x 15 trek was used for post-dilatation; however, the balloon ruptured on the first inflation of 12 atmospheres, for 15 seconds. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, rinato. Guide cath: radiguide 6f jl4.0. Stent: promus 3.0 x 28 mm. Evaluation summary: evaluation of the returned balloon catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and a rupture while during use in the patient anatomy. An indeflator, filled with water, was used in an attempt to pressurize the balloon, but the balloon would not pressurize. After the catheter was left pressurized to dissolve the blood and contrast in the inflation lumen, a 3 mm length longitudinal rupture was observed in the balloon over the proximal end of the distal marker. There were no visible scratches on the balloon. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. The scanning electron microscopy (sem) lab analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was reportedly mildly calcified and the rx trek was being used to post-dilate a stent which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the implanted stent, such that the balloon ruptured upon the first inflation at an unknown pressure. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The complaint handling database for the reported lot was reviewed and there is no indication of a lot specific product quality deficiency.